Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system catrx aspiration catheter (catrx). During the procedure, while attempting to advance the catrx over a guidewire, the catrx lumen was punctured approximately 2.5 cm from the tip. The catrx was then removed and the procedure was completed using a new catrx and the same guidewire. There was no report of an adverse effect to the patient.